Manufacturer narrative:
Continuation: product ID (B)(4) lot# v278328 implanted: (B)(4) 2009: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v278328, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 19-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt a loose wire, and it felt like it was burning. It was also indicated that their stimulation was shocking them like a "hot porch." There were no further complications reported as a result of this event.